Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Additional information received states the patient had previously been implanted with an advance sling. Following implantation of the sling the patient's level of incontinence was better. The patient later an the aus device implanted due to his level of incontinence. There were no device issues or malfunctions with the sling. The patient's outcome was successful following implantation of the aus device.